Event description:
Customer reported an issue with the speaker and vibrate function of their insulin pump, which failed to make a sound during an alert. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by instructing the customer on necessary steps and sending a replacement pump; the customer acknowledged the steps needed for returning the faulty pump and using the replacement.